Manufacturer narrative:
Device was used for treatment, not diagnosis. Nydick, jason a., et al. (2013). Clinical outcomes of arthrodesis and arthroplasty for the treatment of posttraumatic wrist arthritis. The american society for surgery of the hand, volume 38a, pp. 899-903. Authors: USA. This report is for unknown (device name)/unknown quantity/unknown lot. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: nydick, jason a., et al. (2013). Clinical outcomes of arthrodesis and arthroplasty for the treatment of posttraumatic wrist arthritis. The american society for surgery of the hand, volume 38a, pp. 899-903. Authors: USA. The purpose of the study was to compare clinical outcomes of wrist arthrodesis and total wrist arthroplasty (twa) for treatment of pancarpal posttraumatic arthritis. A retrospective review of 22 patients treated (15 arthrodeses and 7 arthroplasties) for pancarpal posttraumatic arthritis between 2002 and 2011 was conducted. The study measured clinical outcomes with the visual analog pain scale; disabilities of the arm, should, and hand questionnaires; the patient-rated wrist evaluation; and a study-specific questionnaire. Inclusion criteria included pancarpal posttraumatic arthritis and minimum 2 year follow up. Seven arthroplasties (mean age, 64 y; range 60-77 y, 5 men, 2 women) and 15 arthrodeses (mean age, 65 y; range 57-75 y, 10 men, 5 women) met inclusion criteria. Preoperative outcome measures were not obtained owing to the retrospective design. The total wrist system (competitor device) was used for total wrist arthroplasty and a wrist fusion plate (synthes) for arthrodesis. Mean follow-up was 68 months for arthrodesis and 56 months for arthroplasty. Complications: one arthrodesis patient had extensor tendon irritation from a loose screw, the removal of which resolved the issue. This is report 2 of 2 for (B)(4). This report is for an unknown wrist fusion plate.